Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the speed was clearly not at 10,000 cuts per minutes (cpm) rotations, which is the product's rotation speed, and did not aspirate during surgery. The procedure type was unknown. The procedure was completed on same day after replacement of product with new one. There was patient contact but no information about patient impact.